Event description:
The facility reports as the lift was completed, the resident was holding on to the arm assembly and let go. The arm assembly dropped, hitting the resident on the top part of their head. The resident suffered a 2cm laceration to their head.